Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient had no consequences. Further information was requested, but not yet available.

Event description:
Patient condition was stable before, during, and after the explant procedure.

Event description:
New information noted device was explanted and replaced on (B)(6) 2025. Patient condition was unknown.